Manufacturer narrative:
Analysis of the returned device revealed that the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge. There are cracks at the fiber/glass cap fusion zone. The glass cap exhibits devitrification at the output area and detritus adhesion around output area. The heat shrink tubing exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Fiber cap condition would result in reduced vaporization efficiency. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.

Event description:
Analysis of the returned device revealed that the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge and cracks on the fiber/glass cap fusion zone. Based on the device analysis, the potential for forward firing may exist. There was no clinical consequences to the patient.